Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 600mg/dl. Customer's current blood glucose value is 206mg/dl. This was treated with 20 units of novalog via syringe. Customer declined troubleshooting for high blood glucose. High pressure test was passed. Insulin pump will not be returned for analysis.